Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The lesion was pre-dilated with a 2.0x12mm non bsc balloon. The physician implanted a 4.0x20mm liberte' bare metal stent to the 99% stenosed lesion located in the mildly calcified and mildly tortuous, proximal vein graft to the marginal artery. Upon completion of the procedure it was noted that the vessel had a perforation. The perforation was treated using non bsc stents. The patient did not experience symptoms during this event. No further patient injuries or complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the branch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.